Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon review, noise reversion episodes, noise, and auto mode switch episodes and were observed. Noise could be reproduced in clinic. A chest x-ray was performed which was unremarkable. Programming changes were made which reduced the sensed noise. The patient was stable throughout and will continue to be monitored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received from the patient indicated that prior to the lead exchange in 2019, the patient had received extra cardiac stimulation across their chest from the lead. The patient also mentioned that the second procedure was much more painful than the first due to procedure type.

Manufacturer narrative:
External insulation abrasion exposing the outer coil was noted at 12.2 ¿ 12.4 cm from the pin consistent with lead friction to the device. This is consistent with the observation from the field of noise.

Event description:
New information received noted the patient presented in clinic for follow up. Upon review, continued noise was sensed. Additional programming changes were performed which resolved the issue. No patient symptoms were reported. The patient will continue to be monitored.

Event description:
New information received noted the previously reported noise was first discovered remotely via merlin.net transmission. The patient then presented in clinic for further evaluation. On (B)(6) 2019, the right atrial lead was explanted and replaced. The patient was stable throughout.